Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. The up arrow and down arrow keypad buttons were intermittently responsive during testing. The ok and contrast keypad buttons responded as expected during testing. During investigation, the up arrow and down arrow button key contacts were observed to be misaligned. The ok and contrast button key contacts click and spring back as expected when pressed.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the up arrow and down arrow keypad buttons have been intermittently unresponsive for the past few weeks. She noted that the buttons feel soft when pressed. The pt denied physical damage to the rubber keypad; denied that the pump has been exposed to water; and stated that she carries the pump in her pants pocket or clipped to her waist.